Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES multiple patients not showing on 1 station.However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 17-JUL-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not showing on 1 station. The technical support specialist (TSS) dialed into the server and queried the patient record provided. Verified that the patient had been discharged on (b)(6) 2026 at 13:53. Advised customer to readmit the patient to the same unit and then verify whether the patient appeared on the station. The system functioned as intended after the technical support specialist accessed the device.